Event description:
It was reported that during treatment with a prismaflex st100 set c, an external blood leak was observed near the connection of "return line uabd tube and deaeration chamber", specified as"degumming". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
The actual device was not available; however, photographs were provided for evaluation. The reported leak was verified. The cause was most likely an assembly or gluing issue of the uabd return line to the deaeration chamber. This is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.